Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet pump and disclosed not announcing meals and consuming carbohydrates before exercise, which led to automated corrections by the algorithm; the event was characterized as a usage issue linked to not following instructions. Symptoms included hypoglycemia and hyperglycemia ranging from 42 mg/dl to 302 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the user-provided report. Investigation of this case revealed no device problem and identified an improper procedure related to failure to announce meals and an unintended use error. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to failure to follow instructions.